Event description:
It was observed that during the device evaluation, the colonovideoscope had foreign objects inside the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection based on the results of the investigation, it is likely the following led to the malfunction: a root cause could not be identified. It was determined that the incident was a known event that had already undergone risk analysis, and therefore no further escalation was deemed necessary. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.